Event description:
A malfunction alarm with code "malf 0" was reported by the customer, but no notable events occurred prior to it. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. The technical support team provided pump reset information and helped the customer reset the pump. After resetting, the malfunction did not recur, and the customer continued using the pump with instructions to contact support if any issues reappeared.